Manufacturer narrative:
Additional information received indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters, therefore, this event is no longer considered reportable. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters, therefore, this event is no longer considered reportable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.